Event description:
A cartridge alarm was reported by the caller. Blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact on the customer's blood glucose level. Technical support addressed the issue by sending a replacement pump to the customer. Additionally, instructions were provided on how to place the current pump into storage mode and return it, which the customer acknowledged and understood. The customer was advised to store the pump and ensure uninterrupted insulin delivery using a backup therapy.